Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, occlusion alarms in the past year. The customer was unable to provide a specific date, or any further information on the reported event, and declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.